Event description:
A report was received that the patient was experiencing frequent ipg charging. Database revealed that ipg exhibits premature battery depletion. The physician recommended an ipg replacement.

Event description:
A report was received that the patient was experiencing frequent ipg charging. Database revealed that ipg exhibits premature battery depletion. The physician recommended an ipg replacement.

Manufacturer narrative:
Additional information was received that there will be no further course of action will take place for ipg replacement. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.